Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that her belt-clip and holster broke. The customer's blood glucose was 44 mg/dl. The customer reported that they felt fine after eating a meal. No further information was reported.